Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A standard infinity skull clamp would not hold 60 pounds of pressure during a case. The unit was in contact with the patient, however, it is unknown whether there was any patient injury or if there was a surgical delay. Additional clinical information has been requested.